Event description:
It was reported there was a free flow of magnesium sulfate. The infusion of magnesium sulfate was set to infuse 100ml over 4.5 hours as a secondary infusion with a normal saline as the primary infusion. However, approximately 90ml of magnesium sulfate infused in 20 minutes. Following the event, the clinician noted that there was fluid flow in the secondary bag drip chamber even though the infusion pump was not running. The clinician indicated that the patient required additional diagnostic exams and supervision due to potential harm following the event, however it was noted that there was no actual patient harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52 (f) (11) (iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported there was a free flow of magnesium sulfate. The infusion of magnesium sulfate was set to infuse 100ml over 4.5 hours as a secondary infusion with a normal saline as the primary infusion. However, approximately 90ml of magnesium sulfate infused in 20 minutes. Following the event, the clinician noted that there was fluid flow in the secondary bag drip chamber even though the infusion pump was not running. The clinician indicated that the patient required additional diagnostic exams and supervision due to potential harm following the event, however it was noted that there was no actual patient harm.

Manufacturer narrative:
Omit : b17 - device not returned, c20 - no findings available. Additional information : device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer?, reason code for no evaluation - if other specify, imdrf annex a, b, c, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.